Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq2143 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the red port was blocked on (B)(6) 2018 when seen by nurse at 10. Patient sent to ER for alteplase and after first alterplase attempt, PICC allegedly remained blocked delaying (B)(6) vancomycin dose to be given at 22:00. It was stated the PICC remained blocked (B)(6), so client had to receive meds peripherally in ER on altered dose schedule. The second attempt in ER alterplas at 10:00 (B)(6) was successful in unblocking red port.